Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized twice due to high blood glucose. The first occurrence of the hospitalization was in april just after he received the 630g insulin pump. There were blockages in the tubing. The staff at where they were living had called the emergency medical team. He ended up visiting the emergency room. The customer¿s blood glucose level at the time of admission was 600 mg/dl. He was treated with intravenous insulin and was released. He was wearing the insulin pump at the time of hospitalization. The second time he was hospitalized was in (B)(6) 2017 with the 670g insulin pump. The customer was no longer wearing the 630g insulin pump. Troubleshooting was performed on the 670g insulin pump. There was no malfunction noted on the insulin pump. The device will not be returned for analysis.